Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: * can you identify the lot number of the product used? --the lot number is unknown * were there any patient consequences? --no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the surgical process, suture was required for suturing. When using a needle holder to clamp the suture and gently pulling it, the problem of pulling off suture needle happened. Replaced the suture. There were no patient consequences reported. Additional information was requested.